Event description:
Device malfunction: distal guide detached. Time of device malfunction: during vessel closure. Symptoms/ae: surgical retrieval. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, resistance was felt during removal of the device from patient's anatomy and the distal guide detached. The distal guide was surgically removed, and the artery was surgically repaired with a femoral patch. The pt was reportedly morbidly obese with a deep tissue tract. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.